Event description:
It was reported that a user on ilet experienced hypoglycemia after a lunch meal that was announced as normal, with glucose dropping to a reported low of 46¿49 mg/dl for about one hour; the user treated with two glucose tablets, and glucose eventually recovered. Symptoms included hypoglycemia without loss of consciousness or other acute complications. Outcomes included self-treatment with oral glucose and no need for medical intervention, backup therapy, or hospitalization. Investigation included case review and user education on meal announcement and potential target adjustment, with outreach planned to a trainer. Investigation of this case revealed no alerts or device malfunctions and an unclear cause, with contributing context that the user typically consumes low-carbohydrate meals. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.